Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, opening curved on posterior and underweight. A visual and microscopic analysis was performed which identified opening crease sharp on radius and posterior, wear abrasion and stress marks. Base on the device analysis, the final assessment is an opening crease sharp on radius and posterior due to fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "intracapsular" rupture. Device remains implanted.